Event description:
Health care professional (hcp) reports homepatient (hp) diagnosed with peritonitis on 1/19/98. Hcp reports hp was treated with antibiotics. During follow up with hcp on 2/6/98, hcp states that peritonitis event is resolved. Hcp also states that cause of peritonitis is unknown to her or to the hp. No device failure or malfunction identified.